Manufacturer narrative:
Available additional information has been received for this event by the customer. This supplemental report is being submitted to provide this information. No other information was provided.

Event description:
Addendum feb 8, 2023: upon further investigation at customer facility, the doctor's assistant had identified the issue prior to the procedure. The device was not used for a treatment.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the gap between the ultrasonic lens and the ultrasonic probe and the ultrasonic lens peeling could not be determined. The event can be prevented by following the instructions for use which state: ¿[warnings and cautions] do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Event description:
Customer returned this device for evaluation and repair for the issue of red valves getting stuck during an unknown procedure, possibly due to damage of the cylinder. There is no reported harm to the patient. Upon evaluation of the device, it was observed that there is a gap between acoustic lens and ultrasound probe due to the peeling of the adhesive. In addition, the acoustic lens is peeled. This medwatch is being submitted for the reportable issue of the peeled adhesive creating a gap between acoustic lens and ultrasound probe and the peeled acoustic lens as observed during device evaluation.

Manufacturer narrative:
The device is returned, and an evaluation completed for it. Upon inspection of the device, it was observed that there is a gap between acoustic lens and ultrasound probe due to the peeling of the adhesive. In addition, the acoustic lens is peeled. This is attributed to physical or chemical stress. Due to damage on ultrasonic probe, displayed ultrasound image is defective with missing elements. Other observations for the device: due to wear of forceps elevator lever, up/down knob cannot be locked securely; paint on air/water cylinder is peeled; suction cylinder is deformed; due to a pinhole on channel tube, water tightness is lost; due to damage on ultrasonic cable, the number of missing element exceeds the standard value; and distal end has a scratch. The user¿s complaint of red valves sticking could not be duplicated. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.